Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was an automatic lead safety switch (lss) due to pacing impedances greater than 2000 ohms on the non-boston scientific right atrial (ra) lead connected to this pacemaker. No adverse patient effects or interventions were reported. This pacemaker remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation conclusion code and evaluation result codes have been updated.